Event description:
There is a pin-sized hole on the right side of the exactamix 500 ml eva container (defect is circled in red by pharmacist). This event was founded before it reached any pt interaction.